Manufacturer narrative:
Our quality engineer inspected the photos, and 14 representative samples submitted for evaluation. The reported issue of plunger rod broken/ damaged was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. No other abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause of the defect could not be determined as the defect could not be replicated.

Event description:
Material# 305787, batch# 4084135. It was reported by customer that he is using item 305787; lot 4084135 and the plunger is slightly bent and the plunger is hard to push. He pushes the plunger hard to get the medication to deliver and then he ends up losing medication because of the force it takes to push the plunger. He has about 1/2 of a box left and would like replacements. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that he is using item 305787; lot 4084135 and the plunger is slightly bent and the plunger is hard to push. He pushes the plunger hard to get the medication to deliver and then he ends up losing medication because of the force it takes to push the plunger. He has about 1/2 of a box left and would like replacements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 25x1 rb plunger rod broken / damaged. It was reported by customer that he is using item 305787; lot 4084135 and the plunger is slightly bent and the plunger is hard to push. He pushes the plunger hard to get the medication to deliver and then he ends up losing medication because of the force it takes to push the plunger. He has about 1/2 of a box left and would like replacements. Verbatim: rcc received a complaint via phone. Customer states that he is using item 305787; lot 4084135 and the plunger is slightly bent and the plunger is hard to push. He pushes the plunger hard to get the medication to deliver and then he ends up losing medication because of the force it takes to push the plunger. He has about 1/2 of a box left and would like replacements.